Event description:
It was reported the camera head had a poor image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Corrected field: e1 (facility name, address and fax number), d4 (serial number). The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a poor image. The issue occurred during preparation for use. There were no reports of patient harm.